Manufacturer narrative:
Continuation of d11: product ID 97755 serial# (B)(6) product type recharger. Product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that replacement of the controller resolved the slow recharge difficulty communicating and the loose recharger connection. It was reported that the cause of the ins turning off on its own was determined, but no cause was provided. The patient reported that in the past two week 4 or five times when she plugged in to charge nothing happens, and if she unplugs the rtm and tries again nothing happens and thought the controller would show excellent she would still not be receiving a charge, but removal and replacement of the battery would resolve the issue. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Concomitant medical product: product ID: 97745, serial#: (B)(6), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the controller showed no device found. The patient was able to communicate with the recharger attached. The ins was not depleted, but troubleshooting did not resolve the issue. The patient also reported the controller shuts off randomly during use and freezes, but this would be resolved by resetting the controller. The patient reported that the ins was taking too long to charge, and reported that the device was checked by a manufacturer¿s representative (rep) and the charge time was shown to be between 53 and 82 minutes to charge, however the patient stated this report was inaccurate because it takes her 3 hours to fully charge. The patient noted the recharger cord has to be wiggled around to charge the ins, the patient checks recharging periodically, to see that the coupling is still excellent, but the patient noted that about 1.5 hours in, the recharger box would be cold and the ins only 50% charged. The patient reported if the connection is wiggled the ins will resume charging, and the box would warm back up. The patient reported that she would charge the ins before bed, but would only get an hour of sleep, and would be woken up because the ins would turn off and she would be in pain. The controller would show the ins was off but not depleted. The patient was issued a new controller, and told to call back if the controller did not resolve these issues. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.